Manufacturer narrative:
Age at time of event: exact ages not provided, 57 +/- 6.2 years. Gender: 58% female. Date of event: date article accepted march 25, 2021. Telephone number: (B)(6). (B)(4): the intraocular lenses (iol) are not returning for evaluation. Therefore, a failure analysis of the complaint devices cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. Viljanen, a., koskela, k., koskela, h., tuuminen, r., and uusitalo, h. (2021). One-year results of health-related and vision-related quality of life after clear lens extraction and multifocal intraocular lens implantation. American journal of ophthalmology. 2021;227 p. 241-243. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: one-year results of health-related and vision-related quality of life after clear lens extraction and multifocal intraocular lens implantation. A prospective nonrandomized, noncontrolled study was done to measure the health-related quality of life (hrqol) and vision-related quality of life (vrqol) after clear lens extraction (cle) and miol implantation. A total of 137 patients with cataract were included in the study and implanted with either tecnis + 3.25 bifocal (johnson & johnson), tecnis symfony extended depth of focus iol (johnson & johnson), panop- tix trifocal (alcon), finevision trifocal (physiol), or at lisa tri trifocal (carl zeiss). It was reported that nd:yag laser capsulotomy (lct) was performed on 5.5% of the eyes, and laser refractive enhancement was performed on 7% of the eyes during the 1-year follow- up. Reason for the interventions were not reported. It is not clear if these interventions were performed in the eyes implanted with tecnis + 3.25 bifocal, tecnis symfony extended depth of focus iol or the other products.